Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm sjm regent heart valve w/flex cuff was chosen for implant. After the valve was implanted, the valve was attempted to twist but the valve would not rotate. It was noted that the patient had a small left ventricular outflow tract (lvot). It appeared that one of the valve leaflets would not open properly. The valve was explanted and a 21mm non-abbott valve was implanted intraoperatively. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was reported as stable.

Manufacturer narrative:
An event of difficulty rotating the valve and the valve leaflets being unable to open and close smoothly was reported. The investigation found that the mechanical leaflets opened and closed completely and were freely mobile. In addition, the sewing cuff was intact, and light brown in color. Morphological and hydrodynamic examinations indicated that the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 23mm sjm regent heart valve w/flex cuff was chosen for implant. After the valve was implanted, the valve was attempted to twist but the valve would not rotate. It was noted that the patient had a small left ventricular outflow tract (lvot). It appeared that one of the valve leaflets would not open properly. The valve was explanted and a 21mm non-abbott valve was implanted intraoperatively. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that the valve leaflets were not moving well when they were being tested during device preparation.